Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature assessment (actual reading: 129.8 degrees fahrenheit at 2 minutes 15 seconds: specification: (118 degrees fahrenheit at 10 minutes 0 seconds) and the noise assessment (actual reading: 78.0 dba; specification: (76 dba). Motor seized and is rough running, defect. It was also noted that the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause for the broken drive shaft was from excessive force being applied to the device while it was in use, which is misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had loud rattling noises. During an in house engineering evaluation it was observed that the device failed temperature assessment (actual reading: 129.8 degrees fahrenheit at 2 minutes 15 seconds: specification: (118 degrees fahrenheit at 10 minutes 0 seconds) and the noise assessment (actual reading: 78.0 dba; specification: (76 dba). It was also noted that the drive shaft was broken. There was no delay due to a planned surgical procedure and a spare device was available for use. There was no patient involvement reported. The exact date of this event is not known. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.